Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use. Specifically, instructions evis lucera gastrointestinal videoscope olympus gif type h260z reprocessing manual chapter 2 compatible reprocessing methods and chemical agents. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope disinfection replacement was performed, and acecide check has not been performed for about 2 months. The issue was found during reprocessing. There were no reports of patient involvement.